Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 3006705815-2022-18154. Related manufacturer reference number: 1627487-2022-06296. It was reported that the patient had stopped charging their ipg due to ineffective therapy. In turn, the ipg had become inoperable. It was noted that both of the patient's leads had fractured. The patient underwent a surgical procedure on (B)(6) 2022 during which the ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.